Event description:
The customer reported that the system intermittently failed to save cinema peak opacified images. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The rtos pcb and image processor pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.